Event description:
It was reported to philips that the system was unable to emit x-rays. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic coronary procedure was aborted and completed by moving patient to another room. The philips field service engineer (fse) went onsite and reviewed the system log file. The analysis identified that an asymmetry between the cathode and anode exceeding 15%. The fse reconnected the ht(high tension) tank correctly, applied silicon at the tube end, and replaced the high-tension tank. After these steps, the system was restored to good working order and returned to use. The codes have been updated based on the investigation's outcome.